Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, his insulin pump is alarming no delivery when changing his infusion set. He has changed his infusion set three times, but the device still shows a no delivery message. Customer's blood glucose was unknown. His call was transferred for assistance. Nothing further reported.